Event description:
It was reported a fissure was at the 22.5 centimeter, and the finding was made when the catheter was removed at the end of treatment. There were no consequences for the patient. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged powerpicc is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a split in the catheter tubing between the 22 and 23 cm mark. Some evidence of use was observed on the sample in the returned photograph. While a split in the catheter tubing was observed, no details or distinguishing features of the damage can be discerned from the sample in the photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.